Event description:
It was reported via repair work order that the bed lift was drifting due to worn nylon glides/nuts. It was also reported that power cord entry module was cracked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.